Event description:
The complainant reported the automated impella controller (aic) displayed a purge-disc failure. The aic was exchanged. There was no reported patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. The issue with detecting the purge disc was reproduced, and the purge flag was confirmed to be broken. The root cause of low flow was a kinked cannula. The root cause of this issue was a broken/missing purge flag.